Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified signs of wear and tear in the form of nicks, gouges, and scratches. The pad was fractured and not all pieces were returned. Product identifiers were measured and verified to be conforming. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The lot was manufactured on may 10, 2014, and has therefore been in the field for over 10 years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. This complaint is confirmed via returned product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a procedure, the cr impactor broke in half upon impacting the femoral implant. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.